Event description:
It was reported that lead integrity alert (lia) was triggered for non-sustained tachycardia (nst) and short interval counts (sic). The noise started at the same time the patient started wearing a medical alert necklace. The times of the episodes is random. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).